Event description:
It was reported that an ilet user in the first week of pump use saw a ¿dosing stopped¿ message, after which the display showed cgm values of 344 mg/dl then 343 mg/dl with a steady trend arrow; the user had not changed the sensor that day and reported concurrent radiation therapy known to increase glucose. Symptoms included no reported clinical symptoms of hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Troubleshooting and education were completed, including advising the user to contact support if the pump displays dosing stopped, enter bg, or replace cgm; the user declined a follow-up call. Investigation included complaint review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and that elevated glucose was plausibly related to concurrent therapy and routine sensor wear. It was concluded that the cause of hyperglycemia was unclear and a device problem was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.